Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse found multiple errors and replaced the erbe generator. The da vinci system was tested and verified ready for use. The erbe generator was received for failure analysis investigations. The reported errors were confirmed via a review of the generator logs. Functional testing revealed that the unit powered on normally and successfully cauterized across all ports and instruments without issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy, the erbe generator experienced errors and the patient sustained a significant burn where the bovie grounding pad was placed. The erbe generator errors and burn were noticed at the end of this procedure. When the or staff was removing the bovie grounding pad, they noticed the skin underneath had a deep burn. The skin was charred, black, and was pulled off with the grounding pad. Triple antibiotic ointment and a tegaderm bandage were applied to the burned area while the patient was in the operating room. The patient was transferred to pacu with no known further care. The site's robotics coordinator said the burn was not officially diagnosed, but she thinks it was a third-degree burn. This procedure was completed on the da vinci system it was started on. The robotics coordinator said she and the site do not know what caused this event, but suspect the erbe generator provided too much energy, resulting in the burn.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) became aware of FDA voluntary medwatch report (MDR) with report #mw5188557 stating: "it was reported that when the bovie grounding pad was removed from the patient, and their skin had a severe burn which required ointment and a bandage. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."

Event description:
Refer to h11 for follow-up information.